Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate therapy due to lead noise. Decreased pacing lead impedance measurements were observed. The pace/sense portion of the lead was capped and replaced. The patient condition is good.

Manufacturer narrative:
(B)(4). Product not returned.